Event description:
This pt admitted with an acute myocardial infarction without shock, received a cypher stent. An adverse event of myocardial infarction was reported on the same day following the procedure. As reported in the d.e.s. Cover database, this pt presented to cath with the primary indication for the procedure was acute mi without shock. Pre-procedure medications included aspirin, beta blocker, low-molecular weight heparin, ace inhibitors, statins, plavix (clopidogrel) and a loading dose of plavix 300 mg was given pre-procedure. Intra-procedure medications included unfractioned heparin, thrombin inhibitors, plavix (clopidogrel).